Manufacturer narrative:
The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore the image was not displayed. The most probable cause of the complaint is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed no picture. The issue was found during maintenance. There were no reports of patient involvement.